Manufacturer narrative:
Aspen surgical received a report from the end user indicating that a bard-parker blade broke when the packaging was opened. Sample is available for return. No photographic evidence was available for evaluation. A manufacturing lot number was provided for review. A review of the device history record indicated no non-conformance's related to the reported issue. The most probable root cause could have been during the stamping or grinding process. Packaging process has established controls to mitigate broken or cracked blade condition, including a ¿medio¿ blade sensor that inspects 100% of packed pouches liner level prior to aluminum foil packaging. Also, excessive force applied by end user could also cause blade condition. The following controls are in-place to mitigate "broken blade" condition at aspen surgical las piedras site: heat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Sample is pending return to manufacturing site and evaluation. No further information is available on the product at this time. However, if any additional relevant information is identified following completion of the evaluation, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the end user indicating that a bard-parker blade broke when the packaging was opened. No injury/death was reported. This report was filed in our complaint handling system as complaint (B)(4).